Event description:
The customer reported that the first blue port expanded and estimated 100cc of blood had leaked out of port while patient being transported to a procedure.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the first blue port expanded and blood was draining out of patient on way to a procedure. There is no report of patient harm.